Manufacturer narrative:
Additional information: due to characterization limit. E1 (initial reporter: (B)(6). A getinge field service engineer (fse) found that video rec to led cable was defective. Replaced this cable part number (0012-00-1747). Pm services completed. Full pm, safety, calibration, and functionality checks passed factory specifications. Returned to clinical service upon completion.

Event description:
It was reported by getinge field service technician, that during preventive maintenance check, the monitor of cs300 iabp (intra-aortic balloon pump) was flickering on and off. There was no patient involved.